Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly found no anomalies. An electrode body anomaly was noted, however did not impact therapy availability. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this electrode received a shock. Review of the episode revealed the shock was inappropriate due to oversensed noise. The sensing vector was programmed to primary at the time of the shock. The sensing vectors were tested and all three exhibited noise. An electrode fracture was suspected. Therapy was programmed off. The electrode was subsequently explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis.